Manufacturer narrative:
Device evaluation: the complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical study. Same case as MFR # 2134265-2008-00120 and 2134265-2008-00121. It was reported that following a stenting treatment procedure, the patient experienced stable angina and in-stent restenosis. The patient presented for treatment with an acute myocardial infarction (mi). The target lesion 1 (10mm long) was reported as the mid left anterior descending artery (mid lad) with 100% stenosis, and a reference diameter of 3.0mm. The index procedure medication was bivaluridin. The lesion type was de novo. The lesion was reported with no tortuosity or calcification. Lesion 1 was predilated and stented with a 3.0x20mm taxus express 2 drug eluting stent. Post dilatation was performed with residual stenosis as 0%. Target lesion 2 (20mm long) was reported as the distal left anterior descending artery (dist lad) with 80% stenosis, and a reference diameter of 2.25mm. The lesion type was de novo. The lesion was reported with no tortuosity or calcification. Lesion 2 was stented with a 2.25x20mm taxus express 2 drug eluting stent. A 2.25x16mm taxus express 2 drug eluting stent was implanted overlapping distally to the first stent due to perforation. The perforation was caused by over inflation and the exact device cause is unknown at this time. The perforation was treated with prolonged inflations and reverse heparin. Post dilatation was performed with residual stenosis as 0%. The patient was discharged eight days later on clopidogrel, clexan aspirin, simovil, normiten, enaladex and mononit. Three hundred twenty four days post index procedure, the patient was treated for a stable angina with positive thalium scan showing inferolateral wall ischemia, and troponin level as negative. A coronary angiography was done demonstrating 40% instent restenosis of the distal lad. No re-intervention was performed at this time. The site reported that the patient will have "conservative therapy." The patient was discharged the next day in good clinical condition and scheduled for out patient cardiology clinic follow up. The physician noted that the event was probably related to the device.